Event description:
It was reported that during an mr breast biopsy procedure, as they removed their targeting set from the kit, they noticed that the targeting sets components were mix matched. They opened another kit and completed the case with no consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis of the mrm4008 device a found that it as received inside the sterile package. During testing the pouch was noted in good visual condition; no anomalies were noted with the seal area. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review. The analysis results of the mrm4008 device b found that it was returned inside its pouch. During evaluation in one of the lateral sealed walls of the pouch the seal was noted open; thus compromising the sterility of the device. It could not be determined what may have caused the condition found. Complaint was escalated to the applicable franchise CAPA council for review, further investigation determination, and decision on additional action required. Refer to the applicable franchise CAPA council meeting minutes for additional information. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review. Device b additional information: batch # e9f39v, expiration date: 07/2013. Manufacturing date: 08/2008. Packaging damaged pouch. The analysis results of the mrm4008 device c found that it was received inside the sterile package. During testing the pouch was noted in good visual condition; no anomalies were noted with the seal area. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review. Device c additional information: batch # e9f39v, expiration date: 07/2013. Manufacturing date: 08/2008. The analysis results of the mrm4008 device d found that it was received inside the sterile package. During testing the pouch was noted in good visual condition; no anomalies were noted with the seal area. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review. Device d additional information: batch # e9f39v, expiration date: 07/2013. Manufacturing date: 08/2008. The analysis results of the mrm4008 device e found that it was returned inside its pouch. During evaluation in one of the lateral sealed walls of the pouch the seal was noted open; thus compromising the sterility of the device. It could not be determined what may have caused the condition found. Complaint was escalated to the applicable franchise CAPA council for review, further investigation determination, and decision on additional action required. Refer to the applicable franchise CAPA council meeting minutes for additional information. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review. Device e additional information: batch # e9f39v, expiration date: 07/2013. Manufacturing date: 08/2008. Packaging damaged pouch.